Event description:
On (B)(6), 2011, a surgery referral request was sent to the MFR by the vns treating physician. Review of the request revealed that the vns pt was seen by the physician on (B)(6), 2011 but the handheld froze and an interrogation was unable to go through. The consultant performed a hard reset and the programming system was able to interrogate his demo generators successfully multiple times. The consultant was unable to confirm if the screen had froze on the "interrogation successful screen" but said that it was right after the "beeps" and the settings would not display. The consultant said that he instructed the site on how to hard reset the device. The physician's assistant reported that she did not have any info on the event since she wasn't in the room when this occurred. Good faith attempts for further info regarding the event have been to no avail thus far. If further info is received it will be reported.